Manufacturer narrative:
Further information was requested, but not yet available.

Event description:
It was reported that the pulse generator exhibited competitive atrial pacing triggering atrial fibrillation.

Manufacturer narrative:
Further information was requested, but not yet available.

Event description:
It was reported that the pulse generator exhibited competitive atrial pacing triggering atrial fibrillation.